Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the peritonitis event with hospitalization. Although the patient attributed the adverse event to a breach in aseptic technique on (B)(6) 2019, there could be a possible contributory relationship between the tubing leak during treatment on (B)(6) 2019 (MFR report # 8030665-2019-01868 ) and the peritonitis. It is not possible to determine the exact cause as there is no organism growth from the culture. Based on the available information the liberty select cycler can be excluded as a cause of the patient¿s peritonitis; however, the liberty cycler set with the reported tubing leak could be a contributing factor. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2019. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient presented to the hospital with abdominal pain and pain at the pd catheter (not a fresenius product) site. The patient was admitted and diagnosed with peritonitis. A pd effluent culture was obtained upon admission; however, the results were not available. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and zosyn (dose, frequency and duration unknown). The antibiotics were discontinued prior to discharge. The patient had another culture taken on (B)(6) 2019 which resulted with no growth and a normal white blood cell count (value unknown). The patient was discharged on (B)(6) 2019 and seen in the clinic on (B)(6) 2019 where another pd effluent culture was taken. The results were again negative for growth, but the patient¿s white cell count was elevated at 37 (unknown units). The patient was given an additional dose of antibiotics with ip vancomycin and fortaz (dose unknown). A repeat white cell count is pending. As of (B)(6) 2019 the patient¿s pd effluent was clear and their health has improved. The cause of the patient¿s peritonitis has been attributed to a breach in aseptic technique. The patient reported that on (B)(6) 2019 her young grandchildren were visiting for thanksgiving. The patient forgot to lock the bedroom door and the grandchildren entered her bedroom during pd treatment and were touching the patient¿s pd equipment. The patient is continuing pd therapy with the liberty select cycler. The details of the peritonitis event were acquired when following up for further details on a previously reported fluid leak (MFR report # 8030665-2019-01868). There was no allegation that both events were related.